Event description:
During atrial fibrillation procedure it was reported a pericardial effusion was noticed and confirmed using intracardiac electrogram. A pericardiocentesis was performed, approximately 500cc fluid was removed. The patient was in stable condition throughout. Patient was transferred to post op. Additional information provided stated this event did not occur during mapping or ablation phase. The perforation was found after the procedure. The physician feels the cause of the perforation was due to catheter manipulation in difficult anatomy. The patient was in stable condition and was discharged.

Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed the test, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4); stockert 70 system, model #: m-5463-01, serial #: (B)(4); cool flow pump, model #: m-5491-02, serial #: (B)(4); lasso catheter, model #: d-1343-01-s, lot #.: 15676468l; soundstar catheter, model #: m-5723-12, lot #.: OEM_m-5723-12. (B)(4).